Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from the philippines of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 unknown therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a break in aseptic technique/did not wear a mask, which resulted in peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with vancomycin (500mg, IV, frequency not reported), amikacin (12mg/l pd solution, frequency and route not reported), and heparin (300iu/l pd solution, frequency and route not reported). It was not reported whether remedial therapy was ongoing. The outcome of the events and action taken with dianeal pd2 unknown therapy was not reported. The physician stated that the peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the use error which resulted in the peritonitis was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).the complaint was confirmed. The label review found the labeling adequate for the use error in this complaint.